Manufacturer narrative:
Title: transition from open and laparoscopic to robotic pancreaticoduodenectomy in a UK tertiary referral hepatobiliary and pancreatic centre - early experience of robotic pancreaticoduodenectomy source: hpb 2020, 22, 1637¿1644 accepted 8 march 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study, a retrospective study compared the short term outcomes of robotic pancreaticoduodenectomy (rpd) with laparoscopic pancreaticoduodenectomy (lpd) and open pancreaticoduodenectomy (opd) over 66 months. Over a 22-month period from may 2017, a total of 25 rpd were performed. This was compared to a 22-month period of consecutive lpd cases following the introduction of lpd in april 2011, and consecutive opd over a 22-month period prior to the introduction of lpd by the same surgeon. It is noted that a manual stapler was used for gastric and jejunal transection and in the creation of a gastro-jejunostomy (gj) in the robotic procedures. For the laparoscopic approach, a manual stapler was used for jejunal resection, gastro-jejunostomy reconstruction and jejuno-jejunostomy reconstruction. There were 103 patients included in the study and complications included: bleeding requiring blood transfusion, wound dehiscence, gastro-jejunostomy leak resulting in re-operation.